Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the band could not be deployed onto the lesion for ligature. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with a third speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: the returned speedband superview super 7 was analyzed, and it was found that the ligator housing returned with seven bands attached to it. The ligator housing teeth were found bent and broken. The handle had marks of the trip wire being secured. Additionally, the suture was returned detached from the trip wire. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. Upon analysis, the returned ligator housing returned had seven bands attached to it, and the ligator housing teeth were found bent and broken. Although the suture was returned detached from the trip wire, this condition is not considered a failure mode because this condition most likely occurred when the physician removed the device from the scope. It is possible that this problem when trying to deploy the bands, might have to do with the technique used by the physician or the way the device is being handled, perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle, and this made the bands feel difficult to be deployed. The marks on the ligator housing teeth implies that the device might have been used with too much force in order for the teeth get damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, could have also affected the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Manufacturer narrative:
Block a2: patient's exact age is unknown; however, it was reported that the patient was over the age of 18. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
Note: this report pertains to the second of two speedband superview super 7 used during the same procedure. It was reported to boston scientific corporation that a speedband superview super 7 was used in the esophagus during a band ligation procedure to treat esophageal varices performed on (B)(6) 2024. During the procedure, the band could not be deployed onto the lesion for ligature. A second speedband superview super 7 was used; however, the same problem happened. The procedure was completed with a third speedband superview super 7 device. It was noted that no difficulty was experienced upon setting up the devices. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.